Manufacturer narrative:
Indications this device is used for treatment, not diagnosis. The lvis device is intended for use with embolization coils for the treatment of unruptured or ruptured (> 30 days since occurrence), wide neck (neck > 4 mm or dome to neck ratio < 2), intracranial, saccular aneurysms ( [?] 4 mm and < 20 mm maximum diameter in any plane) arising from a parent vessel with a diameter [?] 2.0 mm and [?] 4.5 mm. Contraindications use of the lvis device is contraindicated under these circumstances: patients in whom anticoagulant, anti-platelet therapy or thrombolytic drugs are contraindicated; patients with known hypersensitivity to metal, such as nickel-titanium and metal jewelry; patients with anatomy that does not permit passage or deployment of the lvis device; patients with an active bacterial infection; patients with a pre-existing stent in place at the target aneurysm. Potential complications possible complications include but are not limited to the following: hematoma at the puncture site, perforation or dissection of the vessel(s), intravascular spasm, hemorrhaging, rupture or perforation of aneurysm, coil herniation, device migration, neurologic insufficiencies including stroke and death, ischemia, vascular occlusion, vessel stenosis, incomplete aneurysm occlusion, pseudoaneurysm formation, distal embolization, headache, infection, reaction to contrast agents including severe allergic reactions and renal failure. Based on the information provided, the root cause of this complaint cannot be determined. This report is being resubmitted as it failed first attempt on 05/04/2016, a device code was added. Reference (B)(4).

Event description:
It was reported that the patient was treated for a fusiform aneurysm using an lvis stent. The patient was reported to be doing well post treatment. At 14:10 some difference was observed to the patients vision. The neurology department was consulted an the national institute of health stroke scale gave him a score of 2. The patient was taken to get a cta of the head and it was decided to administer IV ipa, started at 15:05. While the ipa was infusion, new symptoms of right facial droop and difficulty with right sided gaze in both eyes was stated. The physician performed another angiogram and found a laminar clot along the inferior margin of the mid portion of the stent. A heparin drip was started at 18:00. The patient was therapeutic for aspirin and plavix, which were tested prior to the procedure. Additional information received, 4/5/2016- the neurologist was reported to have seen the patient on (B)(6) 2016 and indicated that his stroke symptom had improved, but he still had vision loss. Additional information received, 4/18/2016- the patient was transitioned from a heparin drip to lovenox injections in addition to asa and plavix due to the clot formation. Prior to his discharge, his facial droop, numbness/tingling to his left arm and face, right visual field cut, and diplopia all resolved. He was reported to have some residual subtle disconjugate and nystagmus only with rightward gaze. The patient was discharged on (B)(6) 2016.